Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via evaluation of the returned backup battery ((B)(4)). The battery was returned to abbott burlington unremarkable condition. The backup battery was connected to a test system controller, system monitor, and power module, and a backup battery fault was active, confirming the reported event. A log file was downloaded from the test system controller. The downloaded log file from the test system controller used during tested contained relevant data spanning approximately 1 minute on (B)(6) 2021 (16:26:26 ¿ 16:26:44 per the timestamp). The log file captured atypical backup battery fault alarms associated with the ebb_circuit_fault fault code. The alarms continued until the last event in the log file when the backup battery was being tested. The outer casing of the backup battery was removed to inspect the battery¿s internal components. Circuit analysis performed on the battery revealed an atypical lcs_ctrl voltage output; this output corresponds to pin 9 on the backup battery. Further analysis of the battery revealed that component d52 (zener diode) was shorted from pin 2 to pin 3, resulting in the lcs_ctrl signal shorting to ground. This resulted in the backup battery fault alarm being active on the controller and the inability to charge the backup battery fully. Provided information stated that the controller was mailed last week and will be returning for analysis. No tracking information is available. The root cause of the reported event was determined to be a damaged circuit board component on the backup battery; however, the cause of how it became damaged could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller ((B)(4)) was manufactured in accordance with manufacturing and qa specifications. System controller, (B)(4), was shipped to the customer on 20may2019. The device history records of the 11 volt lithium-ion backup battery ((B)(4)) were unable to be reviewed due to the records being unavailable and maintained by the vendor. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU), section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, explains how to install the backup battery in the system controller. Heartmate iii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a backup battery fault alarm with a yellow wrench and intermittent "replace back up battery" displayed. The backup battery was replaced and the alarms resolved. Investigation of the returned device revealed printed circuit board (pcb) damage.